Event description:
Healthcare prof reported that while transporting the pt to ICU pressure drops were observed. Tee revealed intermittent impingement. The valve was explanted and will be returned for analysis. Surgeon noted that during the procedure long chordea had been trimmed and that it was possible that tissue entrapment was the cause of the intermittent problem; although on reop the disc was observed to be freely mobile.